Event description:
It was reported to covidien that during use, a nurse found missing segments of spo2 reading. No patient harm reported.

Manufacturer narrative:
The serial number provided does not seem valid in the system, therefore the manufacture date is unknown. (B)(4).